Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. Consumables: the delivered infusion set and transfer set are non-roche products. Therefore no investigation could be performed. The products will be archived in iu. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing elevated blood glucose levels a few months ago. Patient stated she had ketoacidosis and was taken to the hospital where she was given insulin. Patient reported the occurred twice and she stayed overnight. Patient stated she thinks the infusion device had not been giving her the insulin. Patient cannot recall all of the details as this occurred a while back. Patient reported she felt ill on both occasions and both times she was taken to the hospital by family. Patient stated she was vomiting, feeling ill, had ketones and very elevated blood glucose levels; could not recall exact reading. Patient reported she remembers the infusion device gave her a warning about not being able to deliver the insulin but it only occurred once or twice and she thinks she did not get a warning when she really needed it. Patient does not recall the date of hospitalization. Patient has discarded the alleged cartridge and infusion set but has some unused ones from the same package. Requested return of the alleged infusion device, infusion set and cartridge for evaluation.